Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a malfunction in the system and it took a long time to shut down. The fse tried to resolve the issue by turning the power on and off and restarting the circuit breaker, but the system didn't start. The fse identified the issue was with large monitor control pc (flexvision pc). The fse replaced the flexvision pc, the hard disk and installed the os and the application. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device took a long time to shut down. Once shut down the device would not boot back up. No harm was reported to philips. Philips has started an investigation of this complaint.